Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens implant procedure, the patient experienced refractive outcome problem. The lens was later exchanged in a secondary procedure with a mono focal lens. Additional information has been requested.

Manufacturer narrative:
The account indicated the use of a qualified cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company (1.50cyl), 22.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company, 23.5 diopter, monofocal lens model. Due to the exchange of a toric-multifocal lens to a non-toric-monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating the implantation of new iol took place on same day of previous lens explant. Explanted lens was not available for return and investigation since lens was cut during explantation. Physician reported that it is not a problem of calculation of the company image guided system because the postoperative refraction was good but the visual acuity was bad. It is either a problem of tolerance of the multifocality or a problem of the implant.